Event description:
The customer reported that the unit was "giving odd an oil mist" into the air. The customer complained of irritation of her eyes and throat, and that her throat was feeling dry. The customer did not seek medical attention or receive treatment. The unit was deinstalled and removed from the facility, and a new unit was placed.

Manufacturer narrative:
(Other, dry throat) - (other, oil mist) - labeled. This issue is being addressed with a customer letter, related to correction & removal.